Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Multiple unsuccessful attempts were made to obtain a sample. Without the actual device, a thorough investigation could not be performed. Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or non-conformance of this nature. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If a sample and/or any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
(B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: the rn went to open the vent on the IV set to begin infusion and the vent fell out. Chemo then spilled out onto her hand and forearm. The rn was wearing gloves on her hands, but no protection on her forearms. No obvious injury or skin irritation noted at time of incident. The tubing was replaced with new tubing without delay or injury to patient. Chemotherapy being infused was taxol.